Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set was kinked event on (B)(6) 2024 and was not lasting the full 3 days. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.